Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus element, ous, mr, 2.75 x 20 mm stent delivery system (sds) was returned. The stent dislodged from the sds and was not returned. A visual examination of the balloon found the balloon wings were relaxed and open from their folded position. Crimp stent markings were evident on the exposed balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 75% stenosed target lesion was located in the severely calcified proximal left anterior descending (lad) artery. A 2.75 x 20 mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during removal of the device, the stent dislodged. The physician was able to deploy the dislodged stent in the proximal lad and the procedure was completed with another of the same device. No patent complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the 2.75x20mm promus element ¿ drug-eluting stent failed to cross the lesion. The physician attempted to remove the stent, but the stent was damaged by the guiding catheter and the device could not be removed from the patient.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 75% stenosed target lesion was located in the severely calcified proximal left anterior descending (lad) artery. A 2.75x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during removal of the device, the stent dislodged. The physician was able to deploy the dislodged stent in the proximal lad and the procedure was completed with another of the same device. No patent complications were reported and the patient's status was stable.